Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was having trouble with the device making a connection. Last night, they could tell it wasn't working. Patient can tell it is not helping their symptoms. Walked caller through how to connect the handset and communicator to the stimulator. Patient got a message that said therapy has stopped and to replace the internal device to continue therapy. Patient said the medtronic representative had set the stimulator after it was implanted and he has never adjusted it. Patient thinks it was at 6.50ma. Patient said the battery was supposed to last 15 years. The patient was redirected to their healthcare provider to further address the issue.